Manufacturer narrative:
(B)(4). Ortho retrieved econn data from the customer's analyzer and was able to determine that the customer loaded the incorrect samples into their assigned positions on their analyzer. Ortho also performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The assignable cause was likely user error. No general product failure was identified. No biased result was reported to the physician. The patients were not harmed.

Event description:
Event 2 of 2. On (B)(6) 2022, a customer contacted ortho care to report discrepant results of abo forward typing for two patients using mts abd monoclonal and reverse card lot 102121037-16 in conjunction with their ortho vision ID-mts analyser. Complaint/complaint reporter: (B)(6) - laboratory supervisor. Date of events: (B)(6) 2022. Reported on (B)(6) 2022 by (B)(6) to the orthocare helpdesk. Reagents: ortho mts a/b/d monoclonal and reverse grouping card (product code mts080515; lot 102121037-16; expiry 15 august 2022; manufactured 15 november 2021). Patient information: patient 1 - previous history group a(abo1) rh positive. Sample (B)(6). Patient 2 - no previous history. Sample (B)(6). A customer reported that, on (B)(6) 2022, they had tested a sample from patient 1 (sample (B)(6)) for abo forward grouping using ortho mts a/b/d monoclonal and reverse grouping card sub lot 102121037-16 in conjunction with their ortho vision ID-mts analyser, and that they had obtained an o rh positive grouping type result. The customer stated that they were expecting an a(abo1) rh positive grouping result for this patient. The customer reported that, on the same day, they repeated testing with the same patient sample using the same reagent and analyser, and again by manual tube technique, and that they had obtained a(abo1) rh positive grouping results for this patient. The customer reported that, on the same day, they had tested a sample from patient 2 (sample (B)(6)) for abo forward grouping using ortho mts a/b/d monoclonal and reverse grouping card sub lot 102121037-16 in conjunction with their ortho vision ID-mts analyser, and that they had obtained an a(abo1) rh positive grouping type result. The customer stated that they were expecting an o rh positive grouping result for this patient. The customer reported that, on the same day, they repeated testing with the same patient sample using the same reagent and analyser, and again by manual tube technique, and that they had obtained o rh positive grouping results for this patient. The customer reported that no biased result was reported to a physician. The customer reported that the patients were not harmed as a result of the reported events.